Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the patient experienced recurring incontinence few weeks prior surgical procedure. Urethral atrophy was identified. The device was removed and replaced with a new aus system. The physician did not identify anything abnormal with the previous aus implanted in 2009. The patient had a good outcome with no further complications.